Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the sheath's tip of the beak was cracked. This was found after the procedure, but later discovered the device was cracked when first opened. The issue was discovered after a therapeutic procedure. There were no reports of patient harm and the intended procedure was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, ceramic tip, could not be identified. Based on the damage pattern described, it is assumed that the damage was thermally and mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation (cds) of the instrument or during the last procedure. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿no labeling review.¿. Olympus will continue to monitor the field performance for this device.